Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: review of the photo could not confirm the failure mode as reported. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the shim (p/n: 254500546) had already been broken when checking at the time of instruments inspection on (B)(6) 2019. No further information is available.